Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the complaint received states that during a removal of a locking cap, the tip from the screwdriver was reported to be broken. It was reported that the mechanism from t-handle is loose. There was no patient harm reported. No additional information about the event is available at this time. Device will be returned for investigation. This is report number 2 of 2 for (B)(4).

Manufacturer narrative:
A device history review was conducted. The report indicates the review of the dhrs for p/n 03.632.073, lot 6977074, showed no nonconformances generated during production. Review of the raw material DHR for p/n 11156, lot 5187618, showed a rework. The rework added a mark to the bar stock to indicate alloy type and lot number to ensure use of correct alloy for product. The bars passed inspection using xrfa analysis to confirm alloy type. This rework is not relevant to the complaint condition as the bar mark is on the end of the bar stock. Review of the dhrs showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: our investigation shows that the tip of the screwdriver is twisted and broken off. The broken off fragments are not available for investigation. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the received information we cannot determine the exactly root cause. It is likely that the device was probably not inserted aligned into the counterpart. This situation in relation with a mechanical overload situation could lead to complained issue. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.